Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire did not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that the maryland bipolar forceps would not connect. There was no report of patient injury. According to the initial reporter, a fragment from the instrument fell inside the patient. However, it is unknown if the fragment was retrieved.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument for failure analysis evaluation. However, as of the date of this report, the evaluation of the instrument has not been completed. Therefore, the cause of the customer reported failure mode cannot be determined.